Event description:
The customer reported that the system displayed the error message stating the cine was not available. Also the stator not on error message displayed during boot up.

Manufacturer narrative:
This MDR is related to ge healthcare. Error code displayed. The ge svc rep replaced the x-ray tube and transferred the primary collimator to a new tube, calibrated filament, ran arc test per procedure, swapped cine bridge pcb and this failed on boot-up. He reinstalled original pcb and replaced the cine bridge pcb. The system operates as intended.